Event description:
It was reported that the device was not recognized by the pcu when connected on either side. There was no reported information on patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device was not recognized by the pcu when connected on either side. There was no patient involvement.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, e2401 - insufficient information, f24 - insufficient information. Investigation summary: the reported inter unit interface (iui) communication issue could not be confirmed from the log analysis and could not be replicated through device testing. ¿ the inspection and testing of the pump module did not find any existing malfunctions. The right (male) iui (inter-unit-interface) was observed with minor signs corrosion. No other anomalies were observed with the device that would contribute to the reported event. ¿ a review of the suspect pump module error logs was not able to confirm any errors occurred on the date of the event, however, between 9aug2024 and 18sep2024, four (4) instances of communication error code 211.2000.0, twelve (12) instances of error code 200.1060.0, three (3) instances of error code 221.2010.0, and one (1) instance of error code 200.1200.0. Root cause: the root cause of the reported inter unit interface (iui) communication issue was not determined. No anomalies were observed with the pump module that would contribute to the reported event. O error codes 211.2000.0 and 221.2010.0 were registered as channel malfunctions on the suspect pump module event logs. O the instances of error code 200.1200.0 and error code 200.1060.0 were registered in the device error logs; however, they were not registered in the suspect device event logs as channel malfunctions. O the last time the unit was powered on was on 24sep2024 at the time of 10:17 am. It stopped being used at 10:32 am. ¿ mms-203810 bd alaris system) bd issued a voluntary recall to address specific cleaning practices as it relates to the bd alaris system which contain the following notifications related to cleaning: o best practices for cleaning bd alaris¿ system devices o bd alaris¿ system cleaning audit o bd alaris¿ system cleaning checklist o bd alaris¿ system iui inspection quick reference o bd alaris¿ system with guardrails¿ suite mx user manual addendum jul2020 ¿ the device was reportedly in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Note to repair center: 8100 pump module sn (B)(6) (suspect) device opened for investigation, please re-torque all screws. Please replace logic board as a preventative measure and charge to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Note that imdrf annex a040502, a0721, a07, a1102, g02017, g02005, g0200802, c23, c02, c10, d11, d1101, d15 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.